Event description:
It was reported that a st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The patient being implanted developed st elevation for roughly 5 minutes. The st elevation resolved without intervention and the patient showed no lasting changes. The procedure was completed successfully without any further complications. The patient recovered normally without any problems and was discharged the next day.